Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedances on the right ventricular (rv) lead. The health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). Upon review, ts observed no noise on the rv lead and shock channel. Ts confirmed that the rv lead shock impedances had been gradually increasing over the past 12 months and had reached to measure greater than 125 ohms which is considered to be out of range. Ts also noted that there were stored pacemaker mediated tachycardia (pmt) events due to sinus rate was at maximum tracking rate (mtr). Ts recommended for isometrics and a commanded shock to be performed to evaluate lead integrity. At this time, this crt-d and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.